Manufacturer narrative:
The unit was returned to service center for evaluation. No image was observed due to a faulty cable unit. The cause of the cable failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the unit had a grainy image. The image issue was confirmed by the facility¿s biomed and the unit was replaced and the intended procedure was completed. There was no patient injury reported. In addition, the unit was found to have no image during evaluation making this a reportable event.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that based on the evaluation it was surmised that images were not displayed because video communication could not be transmitted to the processor because of the cable damage. The legal manufacturer checked the shipping record of the subject device, but we did not find any problem in the device. It seemed like the damage in the cable was caused by user operation. As to the cable damage, we checked the contents described in the then instruction manual and found the following descriptions. We determined that this may have prevented the phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.